Event description:
Information was received from manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had difficulty getting coupling boxes shaded since implant. The clinician programmer showed an average coupling of 0 boxes and a recharge session of 6 hours. It was noted that the ins could be felt, but was at an angle. Antenna locator (al) results were 50-64. The patient noted that they had not seen more than two coupling boxes shaded. Following the al assessment, the reporter first received two coupling boxes and then 6. It was further reported that the recharging frequency matched the patient¿s settings and that the patient was in continuous mode. The cause of the event was determined. It was noted that the patient did not move the charger to get 6-8 bars and that the device was angled slightly. The patient was doing great and receiving effective therapy. The patient tried to charge their device but received 0 coupling bars. However, after moving the antenna the patient reported getting 6-7 coupling bars. The patient stated that their battery was low so they put in new alkaline batteries but it was still low. Patient services reviewed the different between the recharger, patient programmer, and ins battery. The patient stated that their ins battery was low so it was reviewed that they would need to charge it using their recharger. When the patient attempted to charge they reported poor coupling. Patient services walked the patient through antenna locate which resulted in 4 coupling bars. Patient services reviewed the importance of discussing their coupling issues with their healthcare professional (hcp). The patient would call their hcp on monday. It was reported that the ins was not implanted at an angle due to patient anatomy or physician preference. The patient stated they had difficulty charging the ins battery and keeping stimulation set where they put it. The patient wanted to be able to stand up and walk around while recharging like a friend of theirs. The patient mentioned they tried using the adhesive discs for charging and the belt did not work. The patient stated they had to stand and their husband helps them find the ins, and they lay down on it to charge. The patient stated they lay on it 10-12 hours and sometimes they sit in a chair. The patient stated group a was at 300 for upright and group b was at 60 for laying. When the patient stands up, they reported the opposite and the programming doesn¿t seem to stay. The patient mentioned a rep told them that their ins may be flip-flopping. The patient was sent a new recharger antenna, belt, and recharger pouch. The patient was educated on adaptive stimulation, but the patient wanted a rep in-person to teach them. No further complications were reported.